Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The root cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A patient contacted global technical services (gts) regarding assistance with help bypassing while using the homechoice (hc) during fill 1. The patient explained they had changed out the bags. Gts asked the patient if he changed the cassette and everything else and the patient said no, just the bags and reconnected himself. Gts explained that the supplies were compromised and the patient would need to start over with new supplies and explained why. Gts then walked the patient through ending therapy. The patient elected to start over with new supplies. No injury or medical intervention was reported.